Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01105. It was reported that guidewire entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 150cm rubicon¿ 18 support catheter was advanced over the .014, 182cm choice¿ extra support guidewire. However, the rubicon¿ 18 support catheter stuck on the choice¿ extra support guidewire. The physician removed both devices and used a new support catheter and guidewire to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire kinked, as part of overall visual revision. The unit returned matches with upn provided by the customer. The wire has the body kinked in the middle of the device and in the proximal section. The visual inspection was performed. All the outer diameter (ods) and guidewire overall length taken were according specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01105. It was reported that guidewire entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 150cm rubicon 18 support catheter was advanced over the .014, 182cm choice extra support guidewire. However, the rubicon 18 support catheter stuck on the choice extra support guidewire. The physician removed both devices and used a new support catheter and guidewire to complete the procedure. No patient complications were reported and the patient's status is fine.